Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the insulin pump got exposed to moisture. It was also reported that the customer could not read the screen due to scratches. The customer's blood glucose level was 6.8 mmol/l. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed displacement test and selftest. Unit received with scratched lcd window and damaged display window cover. Device received with moisture damage on all electronic assemblies, moisture damage on motor assembly and moisture damage on force sensor assembly.